Manufacturer narrative:
The customer contacted a siemens customer care center and siemens investigated the sysmex cs-2100i system back up files. Siemens determined that the reaction kinetics was correctly evaluated by the system and that quality controls were within expected ranges at the time of the event. Siemens observed that maintenance was performed regularly and did not identify any system issue. The cause of the discordant, falsely elevated prothrombin time (pt) and pt international normalized ratio results was potentially due to pre-analytical issues. The system and reagent are performing according to specifications. No further evaluation of these devices is required.

Event description:
Non-numerical prothrombin time (pt) and pt international normalized ratio (inr) results, flagged with "no coagulation", were obtained on a patient sample on a sysmex cs-2100i system with the thromborel s reagent. The sample was repeated on the same system, resulting in discordant, falsely elevated pt and pt inr results. The discordant pt inr result was auto-validated and reported to the physician(s), who questioned the result. The sample was re-centrifuged and repeated on the same system, resulting lower. The patient's blood was also redrawn and run on the same system, resulting lower. The pt inr result, obtained on the redrawn sample, was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated pt and pt inr results.